Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and a physical investigation was conducted. During physical investigation a catheter and the collecting bag attached to it were received. The collecting bag had no damages. The tension on the tip of the catheter was given but it was heavily clogged with bodily material. The test guide wire went through the catheter till the metal gear wheel with huge resistance. The device had to be flushed due to heavy clogging. Aspiration test was performed and slightly lower aspiration level than nominal was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (mcw;dqx), b3, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a atherectomy and thrombectomy using rotarex catheter. During the procedure, the wire got stuck in the catheter. Doctor was able to replace the catheter with a new one with no issues. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: d2b (mcw;dqx). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a atherectomy and thrombectomy using rotarex catheter. During the procedure, the wire got stuck in the catheter. Doctor was able to replace the catheter with a new one with no issues. No patient harm.